Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump frequently alarmed no delivery, and the issue recurred with multiple insulin pumps. The blood glucose reading was 170 mg/dl. The customer's mother stated that the alarms normally occurred 1 hour after change of infusion set. She stated that, upon pushing the plunger in, there was a lot of back pressure. Advised that the tubing connector may have not pierced the reservoir stopper, causing pressure and no delivery alarm. She stated that they have tried multiple infusion sets and insulin pumps. Advised that they may be able to further examine for scar tissue build up. The customer's mother declined further troubleshooting; she advised that she would discuss further examination with the doctor. She called again reporting a no delivery alarm which occurred while the customer was disconnected. Advised this alarm was not site related. Unable to troubleshoot as caller was driving. She stated she would treat with manual injection. Nothing further reported.